Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s grandmother that the patient¿s blood glucose levels increased to approximately 200-300 mg/dl after approximately three days of pod wear on the abdomen, and the patient developed symptoms of dehydration, vomiting, and feeling ¿slightly faint.¿ the patient was transported by ambulance to the emergency room on (B)(6) 2026, where he was admitted and diagnosed with diabetic ketoacidosis. Treatment at the hospital included administration of intravenous fluids, insulin infusion, and anti-nausea medication. The patient was discharged on (B)(6) 2026.